Manufacturer narrative:
Qn# (B)(4). No serial number was reported. The serial number on the returned sample is fl20908. The reported lot number (18f22f0043) matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Returned with the sample were kit components including 60cc luer-slip syringe, short/long arterial pressure tubing, red end cap, 40cc inflation driveline tubing, 8fr sheath with dilator assembly, pre-dilator, scalpel and 0.025" guidewire. Dried blood was noted within returned inflation driveline tubing. No damage or abnormalities were noted to the other retuned components. Upon return, the distal end of the teflon sheath was noted at approximately 33.9cm from the iabc distal tip. Buckling to the teflon sheath extrusion was noted at approximately 13.7cm to 15.2cm from the distal end of the teflon sheath. The one-way valve was tethered to the short driveline t ubing. The bladder was fully unwrapped. The bladder was noted bunched up near the iabc distal tip. The iabc outer lumen was noted damaged at approximately 27.2cm to 39.5cm from the iabc distal tip; the damage is consistent with buckling to the outer lumen and could be a potential result of insertion difficulty. Spots of dried blood were noted on the exterior surfaces of the returned sample. Spots of dried blood were also noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0067in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. Numerous leaks were immediately detected from the outer lumen within the location of previously noted damaged outer lumen at approximately 27.2cm to 39.5cm from the iabc distal tip. Under microscopic inspection, two leak sites were noted at approximately 28.6cm and 29.8cm from the iabc distal tip. Other leak sites were unable to be located under the microscopic inspection. The cause of the leaks noted from the iabc outer lumen could not be confidently determined. No leaks were noted from the iabc bladder. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The occurrence rate is within acceptable risk limits. The reported complaint that the "blood was found in the helium tube" is confirmed. During the investigation, the iabc was confirmed with numerous leaks from the outer lumen near the bladder, which caused blood to enter the helium pathway. The cause of the damaged outer lumen could not be confidently determined. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leaks from the outer lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that an iab was inserted into the patient in the cath lab. The iabp was started and after 3 minutes of pumping, it started to alarm. The iab was assessed and blood was found in the helium tube. As a result, the iab was removed and a 2nd iab was inserted at a different insertion site. The patient was critical prior to the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an iab was inserted into the patient in the cath lab. The iabp was started and after 3 minutes of pumping, it started to alarm. The iab was assessed and blood was found in the helium tube. As a result, the iab was removed and a 2nd iab was inserted at a different insertion site. The patient was critical prior to the event.